Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.4, lab inr: 12.5. Therapeutic range: 2.0 - 3.0. The time between testing was at least two (2) hours. Reportedly, the pt was experiencing significant bruising on legs and bleeding from the mouth on (B)(6) 2014. Pt was seen in the emergency room where the lab inr was 12.5. The pt was hospitalized with high inr, excessive bruising and bleeding. Though requested, no add'l info was available.